Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at 5:41 pm. The reporter claimed the patient obtained inaccurate high blood glucose readings of "306, 152 and 344 mg/dl" with the subject meter. The reporter informed the cca that the patient manages his diabetes with insulin on a self-adjusted dose. The reporter claimed the patient took around 2-3 increased doses of insulin based on the elevated results. The reporter claimed the patient went to sleep and woke up at 9:44 pm with symptoms of "dizziness and appearance of sparks or flashes in retina." At the onset of the symptoms, the patient reportedly tested his blood glucose with the subject meter and obtained a result of "59 mg/dl." The reporter claimed the patient drank sweet protein milk as self-treatment for the symptoms. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.